Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had motor current error detected. Customer's blood glucose level was 174 mg/dl. Customer reports they were able to clear the alarm but not able to rewind the insulin pump. Customer advised to discontinue the use of pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received constant spi to motor pic communication error isolated to motor assembly. The motor was tested outside of the device and passed.